Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the reoperation for asd was performed by using the expedium system. This reoperation was the re-fixation surgery (unilateral) by using the universal connectors due to the rod breakage at l3/4. On (B)(6) 2018, it was reported by the surgeon that the position of the connectors had been deviated post-operatively. The reported connectors had been almost detached at this moment: thus, the re-operation would be needed and planned on (B)(6) 2018. The set screw on the side where the rod had been broken was loosened. (This (B)(4) is related to (B)(4).)

Manufacturer narrative:
Product complaint # (B)(4). The complainant reported two set screws loosened post operatively. However, the lot numbers associated with the reported set screws was not know. Therefore, the investigation and lot history review was conducted for all set screws returned. Visual examination of the single-inner set screws revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. Rod striations were observed on the set screws suggesting that the set screw was seated and tightened properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the loosening of the single-inner set screw cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.